Manufacturer narrative:
A review of the black box data showed a reboot associated with a battery change and an unexplained reboot. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to attach on to the pump. Reboots occurred with the returned cap. A test cap was used and was able to attach on to the pump. The pump was then tested for 24 hours with no power issues. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.